Manufacturer narrative:
B3: date of event corrected from (B)(6) 2021 to (B)(6) 2020. H6: impact codes corrected from serious injury/ illness/ impairment - f12 to no health consequences or impact - f26. H6: evaluation conclusion codes corrected from known inherent risk of device - d12 to no problem detected - d14.

Event description:
It was reported device related thrombus was suspected. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The pre-antithrombotic medication was xarelto. At the 45-day follow-up, a device related thrombus was suspected based on transesophageal echocardiogram (tee) imaging, but has not been confirmed. The post- antithrombotic medication was xarelto 20mg. Boston scientific was not notified of the alleged thrombus at the time of the 45-day follow-up echocardiogram. It is unknown if the patient was on the prescribed aspirin regimen as directed in the IFU. Imaging and additional information were requested from the physician. Imaging was reviewed from a third party, which noted that the alleged device related thrombus event was not confirmed.

Manufacturer narrative:
The event date was not reported, therefore the aware date was used as an estimate.

Event description:
It was reported device related thrombus was suspected. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The pre-antithrombotic medication was xarelto. At the 45-day follow-up, a device related thrombus was suspected based on transesophageal echocardiogram (tee) imaging, but has not been confirmed. The post- antithrombotic medication was xarelto 20mg. Boston scientific was not notified of the alleged thrombus at the time of the 45-day follow-up echocardiogram. It is unknown if the patient was on the prescribed aspirin regimen as directed in the IFU. Imaging and additional information were requested from the physician.